Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was prompting an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 5pm. According to the csr's documentation, five minutes prior to the alleged issue, the patient was experiencing low blood glucose symptoms of shaking, feeling hot, and lightheaded. At the same time after the reported product issue occurred, the patient's mother stated the patient obtained a blood glucose result of "60mg/dl" with an unspecified onetouch meter and 20 minutes after the reported meter issue began, the patient administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication, however, that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first began. In addition, the patient's mother indicated the patient tested her blood glucose with a backup meter at the same time after the reported meter issue began. There is also no indication of a delay in treatment.